Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the bolus wizard did not appear to be working correctly. It was assumed that it might be a software issue. Customer's blood glucose was unknown. No further information reported.